Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t was found to be contaminated. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The unit in question was returned for deep disinfection and a visual inspection was performed. As a result no obvious biofilm could be confirmed. This is as expected, since the device was already deep disinfected in early 2016. The final test results after deep disinfection show no contamination (0 cfu/ no ntm). Also a review of the final test results taken after the previous deep disinfection was performed: these results confirm that the unit was sent back to the customer germfree (0 cfu / nno ntm) in march 2016. The customer did not provide test results which confirm the reported contamination, also no cleaning protocolls were provided. Based on these results and taken into account the new contamination was reported several months after the unit was returned to the customer after the previous deep disinfection in early 2016, we came to the conclusion that the users have not strictly followed the cleaning and disinfection instructions according to the IFU and that a potential cross-contamination has caused the recontamination. Is the unit, as well as the water management, not maintained properly mycobacterial growth may emerge and over time also biofilm. However the customer informed livanova that they don't use the device anymore, only as back-up unit.